Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. Upon evaluation, the u13 component was internally shorted. The cause of the resets is the shorted component. The root cause of the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger.

Event description:
A us distributor returned a charger indicating that it was resetting.